Manufacturer narrative:
(B)(4). The product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the pta, armada 35 / armada 35 ll, global, ce, costa rica instructions for use (IFU) states: do not advance the armada 35 / armada 35 ll pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. The investigation determined the reported balloon rupture and physical resistance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified arteriovenous (av) fistula. A 6.0 x 40 mm armada 35 balloon dilatation catheter was used and met initial resistance with the anatomy. The balloon then ruptured during the first inflation at 10 atmospheres; the inflation lasted for about 15 seconds. Therefore, another unspecified balloon dilatation catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.